Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) device due to erosion of the urethra. A patient outcome of no further complications was reported.